Manufacturer narrative:
One cadd-legacy® duodopa pump was returned for investigation. A visual inspection of the device revealed the pump to be in good condition. A review of the device history log showed the device was not in use on the reported date. Delivery accuracy tests were performed and results were within manufacturer specifications. No root cause could be determined as no problem was found with the pump.

Event description:
It was reported that a cadd-legacy® duodopa pump had the wrong dose programmed. The patient's caregiver called the duodopa hotline and confirmed that the dosage was programmed wrong. With the help of the hot line, the dosage was corrected. The patient experienced an increased tremor that eventually resolved. The patient was reported as being "fine". No permanent injury was reported.